Event description:
It was reported that an asymptomatic patient presented to a follow-up. Interrogating the right ventricular leadless pacemaker revealed a power on reset (por) alert suspected to be caused by shock therapy from another device. The reset was resolved, and patient had no consequences.

Event description:
New information received noted that the reset had resolved on its own.

Manufacturer narrative:
The reported complaint of a defibrillation-induced por was confirmed. The aveir lp performed as designed in response to exposure to this external high-energy defibrillation shock. The ¿power-on reset¿ (por) feature of the aveir lp (and many other implantable and non-implantable devices) is a design feature of the device¿s electrical hardware that ensures reliable start-up of the hardware as that hardware is being powered up or when it experiences a disruption (e.g., decrease) to its internal power supply voltage level.